Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: 31 january 2024. Expiration date: 31 december 2032. Part: 351.706s-us, 2.5mm reaming rod w/ball tip 950mm - sterile. Lot: 8326p03 (sterile). Production order traveler met all inspection acceptance criteria. Inspection certificate met all inspection acceptance criteria. Certificate of conformance supplied by eptam was reviewed and determined to be conforming. Tensile strength certified. Tensile strength of ball tip certified. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by jabil abq was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. The product was not returned to depuy synthes; however, photos were received for review. The photographs were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to a procedure on (B)(6) 2024, a reaming rod broke. There was no patient involvement. This report is for a 2.5mm reaming rod with ball tip/950mm-sterile. This is report 1 of 1 for (B)(4).